Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported the clips fell off the applier as it was introduced. The pt was returned to the or for a bile leak. The pt is doing fine.